Event description:
The facility representative reported a pump which was observed with no downstream occlusion alarm. The reporter is unable to provide information if this incident occurred during patient use. No patient injury or medical intervention was reported. The device was sent to baxter for repair and/or refurbishment.

Manufacturer narrative:
Evaluation summary: during the evaluation of the actual device, the reported condition of no downstream occlusion alarm was not confirmed. The pump was upgraded per fca. The device was returned to the customer on february 14, 2008. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.